Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it had perforated the heart wall. A small pericardial efusion was observed as an x ray showed the tip of the lead in pericardial space. High pacing thresholds and painful stimulation were present when rv pacing was received. A new rv lead was placed on rv septum, explanted old rv lead by unscrewing and using mild tension only. There was no drop in pressure, no increase in effusion immediately after closure and even several hours later. The patient was sent home the same day. Revision returned pacing thresholds to normal and eliminated pain. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it had perforated the heart wall. A small pericardial effusion was observed as an x ray showed the tip of the lead in pericardial space. High pacing thresholds and painful stimulation were present when rv pacing was received. A new rv lead was placed on rv septum, explanted old rv lead by unscrewing and using mild tension only. There was no drop in pressure, no increase in effusion immediately after closure and even several hours later. The patient was sent home the same day. Revision returned pacing thresholds to normal and eliminated pain. The lead has been returned for analysis. No additional adverse patient effects were reported.